Event description:
It was reported that an sv 2 infusor over-infused. This occurred during a patient infusion of fluorouracil. The reporter stated that the infusion completed in 24 hours instead of the expected 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device manufacture date between july 12, 2013 - july 16, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.